Event description:
During preventative maintenance of the device, the user reported the heater/cooler would not pump in heat mode. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.